Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2015, product type: lead. Product ID: 3889, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional (hcp) via the manufacturers's epresentative (rep) noted it was stage 1 and the patient had a burning sensation at the pocket site. This event occurred post-operatively. The hcp thought it was a possible infection. It was suggested that the patient went to the operating room (or) since she was in tears. She scheduled an appointment with the office for 11:30am on (B)(6) 2015. The patient went to the emergency room (ER). It was unknown if any surgical intervention occurred. Also, it was unknown if the issue resolved at the time of report. There was no further information provided. If additional information is received, a follow up report will be sent.